Manufacturer narrative:
Several external insulation abrasions were found throughout partial lead return that measured 46.2 cm. External abrasions at 45.1-45.3 cm from distal tip are consistent with friction to the ICD can. External abrasions near distal tip are consistent with friction to other device. Internal abrasion was noted at 28.2-31.0 cm from distal tip. Externalized conductors were intact. One re cable was found abraded under the rv shock coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that noise was observed on the lead. Inside-out insulation abrasion observed. Lead was explanted and replaced.